Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the crack on insulin pump and brown spots of moisture on insulin pump. No harm a medical intervention was reported. The insulin pump will be returned for analysis.